Event description:
The customer reported that x-rays stay on after releasing the x-ray hand switch. No death or serious injury was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an over the phone investigation. A hand switch was identified as the cause of the event and ordered for replacement. The reported problem was resolved by the customer's biomedical dept. No add'l service info was provided.